Event description:
It was reported that a vena cava filter placed via jugular vein jumped forward into the renals and had to be removed immediately with a retrieval cone. A second filter was placed in the suprarenal position and there was no injury to the patient.